Manufacturer narrative:
The lead was returned and visual examination revealed no malfunctions. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The lead met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient experienced an adverse event of infection. The pacemaker (pm), right ventricular (rv) and right atrial (ra) leads were explanted. No patient symptoms were reported.